Event description:
Summary: during production, blanks with surface inclusions were discovered after sintering in one order. After an edx analysis was performed on the inclusions, it was confirmed that they were metallic particles. This confirmed the suspicion that the particles originated from the press itself, caused by a crash on the press, which was documented. Thus, affected orders could be identified and rechecked. From the affected batches, (B)(4) blanks could still be blocked before delivery. According to the system, (B)(4) blanks have already been delivered to intermediate storage. Of these, (B)(4) blanks have already been delivered to customers. Risk assessment & decision: in the case of the affected delivered products, there is a potential risk of contamination by metallic foreign particles, which could influence the esthetic as well as mechanical properties of the final product (dental restoration). The probability of detection during processing is considered to be very good. Nevertheless, there is no fully comprehensive security for this. In addition, product conformity cannot be guaranteed. Therefore, all produced and potentially contaminated products must be scrapped. Products that have already been delivered must be retrieved and also disposed of. After thorough examination and detailed investigation of the causes, it can be proven with certainty that the contamination is purely superficial. Since the surface of the blanks is always milled off in a safe manner due to the machining process, it can be guaranteed that there is no contamination in the dental restorations produced and therefore no increased risk for patients. Official safety information has been prepared for this purpose (field safety notice). A CAPA has been initiated for the definition of suitable remedial measures. Note: no potentially non-conforming product was delivered to end users or patients in the USA.